Event description:
Physician was attempting to revascularize popliteal artery occlusion to restore circulation to patient's gangrenous foot when the tip of the confianza pro 300cm guidewire kinked and then broke off. Two attempts to snare the retained device and remove it were unsuccessful. The patient's revascularization was unsuccessful, so a partial foot amputation was planned, which would coincidentally remove the retained tip of guidewire.